Event description:
The surgeon reported that he has a patient in whom a trochanteric grip plate had been implanted and the plate has allegedly subsequently broken. The surgeon reported that he is confident that this is causing the patient no issue at all.

Manufacturer narrative:
The sales representative has noted that this customer does not wish to be contacted in relation to this investigation and no further information will be forthcoming in relation to the event. Device remains implanted

Manufacturer narrative:
An event regarding crack/fracture involving a (B)(6) grip plate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was not returned, it remains implanted. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon reported that he has a patient in whom a trochanteric grip plate had been implanted and the plate has allegedly subsequently broken. The surgeon reported that he is confident that this is causing the patient no issue at all.